Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90days. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure. The distributor representative later confirmed this implantable cardioverter defibrillator (ICD) was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. The explanted device was not returned in accordance with hospital guidelines due to the situation of the pandemic.

Manufacturer narrative:
This report will be updated when additional information is received. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90days. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure.